Event description:
It was reported that problems were experienced with the fit and placement of the flange neckplate on multiple (exact quantity unknown) m6fen, specialized fenestrated low pressure cuffed tracheostomy tubes. The problems were described as excessive leakage at the pt's stoma site which were contributing to ventilation irregularities. It was also reported that there were conflicting device lengths recorded on the device packaging. Limited info has been rec'd. It is unknown how long the device(s) were in use when the problem was detected and what type of device care and maintenance was performed. There were no reported pt injuries associted with the reported event. The involved device(s) are reportedly available to be returned for ID, analysis and investigation. As of the date of this submission the device has not been rec'd by the MFR.